Event description:
Possible injury - customer has an employee with concerns regarding toxicity levels of richard allan mounting media, xylene and formalin, all reagents used in the preparation of imager slides. An osha report has been filed by the customer as well. (B) (4) has tried repeatedly to obtain more info but the customer has not respond to our calls for further info.